Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station screen was stuck loading when attempting to log in. This had happened three times in the past week. During the previous incidents, rebooting the machine allowed the user to log in. However, this time, even after several reboots, they were still unable to access the station. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was spinning when trying to log in. A technical support specialist found error from remote support service (rss) and informed customer that the package had been deployed and advised to try logging in, and customer was able to log into the station successfully and changed the station speed duplex setting to 100 mbps half duplex. The customer confirmed that the device had been working well and had been used throughout the day without any issues the system functioned as intended after the technical support specialist troubleshot the issue.